Event description:
On (B)(6) 2023, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, after having severe abdominal pain, emergency surgery was done due to a dime sized perforation in the jejunum. The exact site could not be seen but conservatively, an unknown surgeon did a proximal jejunal resection and the peg j tube was also removed. On 25 oct 2023, the patient was discharged and duopa administration was on hold.

Manufacturer narrative:
Reference number (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Intestinal perforation is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.